Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut side cut occurred during a lasik procedure on a patient's left eye. The surgery was completed without any problems by the surgeon. Upon follow up, the patient was discharged from the hospital.

Manufacturer narrative:
The reported event cannot be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).